Event description:
Post-procedural. The pt woke up from anesthesia with some visual deficits in the right visual field of her right eye that had not resolved. She was alert, responsive, appropriate, and language and memory were intact. An ophthalmology consult was called with some concern for retinal injury. The ophthalmology saw her and dilated both her eyes for exam, and she was transferred to the ICU for close neurological monitoring. Visual field testing showed a large superonasal deficit as well as a small deficit bordering fixation infero-temporally. Va od 20/30 without apd. Dilated fundus exam showed multiple areas of retinal whitening consistent with ischemia overlying arterioles with interrupted blood columns. Fluorescein angiogram confirmed this area of delay filling and non-perfusion. These findings are consistent with multiple branch retinal artery occlusions in the right eye, most likely secondary to emboli from the anterior access of pca through the right internal carotid. Findings discussed with primary team. Agree with acute anticoagulation and antiplatelet therapy. Would also, recommend empiric treatment with xalatan to lower intraocular pressure and theoretically maximize ocular perfusion. Follow-up was recommended in two weeks. Procedure report: cerebral angiogram and stent assisted coil embolization of right posterior communicating artery aneurysm remnant. This female pt who had coil embolization of ruptured right posterior communicating artery aneurysm in 2005. Subsequent follow-up angiograms demonstrated a remnant at the base of the aneurysm. She had successful enterprise stent-assisted coiling of previously coiled ruptured right posterior communicating artery aneurysm. No evidence of residual aneurysm. Diagnostic angiography was performed to further evaluation of the pt's condition. A 6f envoy mpd guide catheter was positioned within the right internal carotid artery. Injection of the contrast within the catheter demonstrated moderate to severe vasospasm in the right internal carotid artery. The gc was pulled back into the right common carotid artery, which resulted in improved flow in the right internal carotid artery. The pt was given bolus IV fluid and a total of two inches of nitroglycerin paste was applied to the pt's chest. Following confirmation of resolution of the vasospasm in the right carotid artery, the gc was removed. A 6f envoy guide catheter was positioned at the origin of the right internal carotid artery and by contrast injection was confirmed lack of vasospasm. The catheter was connected to a continuous infusion of heparinized saline solution for the remainder of the procedure. A prowler plus mc was threaded into the glide catheter and advanced into the m1 segment of the right mca and the wire was withdrawn from the guide catheter (gc). A prowler select lpes-mc was advanced over the transcend ex gw, threaded into the gc and advanced into the right posterior communicating artery aneurysm remnant. The guidewire was withdrawn from the microcatheter (mc) and the mc demonstrated stable position within the right posterior communicating artery aneurysm remnant. A cordis enterprise 4.5 x 14 mm stent was advanced through the prowler and deployed centered over the right posterior communicating artery aneurysm remnant with the distal tines of the stent distal to the anterior choroidal artery and the proximal tines just proximal to the ophthalmic artery. Subsequently, four gdc detachable coils were advanced and detached. Following placement and prior to detachment of each of these coils angiographically confirm satisfactory placement. Following removal of the catheter, digital subtraction angiography was obtained in multiple projections. The gc was removed from the pt's body. Hemostasis in the left groin was achieved after removal of the groin sheath by placement of a 6f angio seal closure device. No intra-procedural complications were noted. The pt tolerated the procedure well.

Manufacturer narrative:
Note: lake region lot number is cordis lot number. Per lake region report: cordis neurovascular reported no product is expected to be returned to lake region medical for evaluation; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot. This packaging lot contained units, which were shipped from lake region medical on january 31, 2008. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Add'l info will be submitted within 30 days upon receipt.